Event description:
Home patient (hp) reported a system error alarm 2240 during automated peritoneal dialysis treatment. Hp reports that hp's pet cat chewed a hole in the pt line tubing of pt's set causing a leak. Hp discontinued treatment at time of the 2240 alarm. Rn reports that an effluent culture confirmed a pasteurella peritonitis. Hp is being treated with 750 mg zinacef ip for 14 days. Hp is recovering well per rn.